Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratches on the display window, scratched reservoir tube window and a cracked reservoir tube lip.

Event description:
Customer reported a blank display after replacing her battery. Troubleshooting could not recover the customer's display. Customer also reported the numbers were skipping on her insulin pump and she was unable to complete the priming process prior to the blank display occurring. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. Customer's blood glucose was 176 mg/dl. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.